Event description:
It was reported to boston scientific corporate that a dreamtome sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6), 2011. According to the complainant, when the nurse bowed the sphincterotome, the device did not bow to the expected degree. The user straightened the endoscope but the device bow was still unsatisfactory. The sphincterotome was removed from the patient. No visible damage was noted to the device. The procedure was completed with another dreamtome sphincterotome. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Based on the device analysis, which indicates that that the catheter was melted at the extrusion, this is now considered a reportable event.

Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. (B)(4) catheter melted. A visual examination of the returned device found that the working length was twisted and the extrusion was melted at the distal pierce hole. The distal end of the cutting wire was blackened from use. An analysis of the extrusion at the distal pierce hole noted that the cutting wire appeared to have melted/split the extrusion, elongating at the distal pierce hole to 6mm. The split pierce hole caused the cutting wire to slide proximally from the distal pierce hole and thereby altered the exposed cutting wire length to become shorter. Therefore, during a functional evaluation, the device did not meet the minimum bowing specification due to the melted extrusion and altered exposed cutting wire length. A review of the device history record (DHR) confirmed that the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified batch. The investigation concluded that the most probable root cause classification is operational context likely due to the procedural factors/ generator settings.